Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient of unknown age and gender was attempted to be implanted with an impella cp heart pump for hemodynamic support. However, the procedure had to be aborted due to patient anatomy. The patient had tortuous vascular anatomy in the groin artery. No patient harm reported due to the issue.

Manufacturer narrative:
The investigation into delivery issues- anatomy has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the delivery issue- anatomy was determined to be patient condition because of the tortuous vascular anatomy of the patient. The failure mode will be monitored and trended.